Event description:
It was reported that (1) device was about to be used during a gastric bypass. It was reported by the rep that during the procedure, the surgeon asked for a tl60 device to close the anastomosis. The scrib nurse handed the surgeon the tl60. Prior to firing the device, the surgeon noticed that the tl60 did not have any staples in the staple cartridge. The surgeon handed the tl60 back to the scrub nurse who removed it from the sterile field. Another device was used to complete the case. There was no consequence to the pt.